Event description:
It was reported following a percutaneous coronary intervention procedure, an 8f angio-seal sts plus device was used to seal the arteriotomy site. The patient developed a pseudoaneurysm at the puncture site one hour later. The patient underwent surgical intervention one week later to repair the artery. Product surveillance was made aware of the incident 7-24-06.

Manufacturer narrative:
No components were returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.